Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated. Not returned.

Event description:
It was reported that this patient implanted with this pacemaker experienced syncope. It was not possible to view evidence of minute ventilation (mv) oversensing on remote monitoring as the latest transmission was (B)(6) 2018. No further data was available. Boston scientific technical services (ts) discussed doing a save to disk to see stored electrocardiograms if available. No additional adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this patient implanted with this pacemaker experienced syncope. It was not possible to view evidence of minute ventilation (mv) oversensing on remote monitoring as the latest transmission was (B)(6) 2018. No further data was available. Boston scientific technical services (ts) discussed doing a save to disk to see stored electrocardiograms if available. No additional adverse patient effects were reported. This device remains implanted.